Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and undersensing on the right ventricular channel. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed. The lead was repositioned. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and undersensing on the right ventricular channel. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.